Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector leaked. The leak was identified during a stress test performed using nuclear isotopes. A non-baxter syringe containing isotopes was connected. It was then noted that there was a leak at the connection between the syringe and the one-link. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.